Manufacturer narrative:
System was used for treatment. Kit lot d361 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). This assessment is based on the information available at the time of the investigation. Analysis of the submitted photos is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4). Device not returned.

Event description:
Customer stated the blood leak occurred at 278 ml of whole blood processed. Customer stated the drive tube broke around the upper bearing clip. Customer reported alarm #7: blood leak alarm. Css asked the customer is the instrument was damaged. Customer stated the leak detector was intact and he did not visualize any instrument damage. Customer stated the patient was stable, and will receive treatment on a different machine. The customer stated the kit was mistakenly discarded by the cleaning staff. Customer will supply photos for evaluation.

Manufacturer narrative:
Photos associated with the complaint were returned for analysis. The complaint description states that the drive tube broke around the upper bearing clip. Analysis of the customer supplied photos confirmed a drive tube leak. The root cause of the reported leak is likely that an upper bearing stop delaminated and allowed the upper drive tube to twist and break. The upper drive tube twist is the site of the blood leak. Corrective and preventive actions have already been initiated. (B)(4). Created for late supplemental report. (B)(4). Device not returned.